Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. No material available for investigation. An allergic reaction is a known risk as detailed in 0060-risk-ra-0160 lines 1-2, and 5. The risk has been reduced as far as is possible, however it cannot be completely eliminated.

Event description:
While the customer was using a luc dt print 3d o.opq resin pk, they allege that a denture was fitted for a patient in september and when they were seen for a review apt in december it was thought the patient had denture stomatitis. They were treated with nystatin and advised the patient not to wear at night but the erythema has not resolved. Doctor thought patient had allergic reaction to the acrylic. No injury was reported from the alleged event.